Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced a sepsis infection. Two days after onset, the pt was hospitalized for the event. Treatment was not reported. Two days after being admitted, the pt was discharged from the hospital. The nature of the sepsis was not reported. At the time of this report, the pt was not recovered from the sepsis infection. At the time of this report, pd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.